Manufacturer narrative:
This product is not marketed in the us. No serial number reported patient code: (B)(4)-secondary surgery, lens explant, cataract surgery, iol implantation. (B)(4).

Event description:
Article stated that the surgeon implanted a icl implantable collamer lens in a patient's eye. The lens was explanted due to cataract development. Patient underwent cataract surgery and iol implantation. Attempts at obtaining addtional information have not been forthcoming.